Manufacturer narrative:
H.6. Investigation summary: two photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) was observed. Evaluation of photos showed that there was a piece of broken lavender hemoguard cap inside the tube. Additionally, 100 retention samples from bd inventory were visually inspected with no fm found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fm based on the photo provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tubes non-biological contamination was found within the containment device. The contamination was described as a pieces of the be hemogard¿ cap. No health impact or consequence reported.

Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tubes non-biological contamination was found within the containment device. The contamination was described as a pieces of the be hemogard¿ cap. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.